Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. The reported shaft break was identified; a break was noted in the hypotube portion of the shaft. Multiple hypotube kinks were also noted during device analysis. A visual and microscopic examination of the crimp stent identified no issues. There were no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 536mm distal to the strain relief. Multiple hypotube kinks were also identified. A visual and tactile examination of the shaft polymer extrusion identified no issues. A visual and microscopic examination of the tip found tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the 2.50 x 16 synergy¿ stent had been introduced by femoral access. The shaft broke into two pieces, and was noted to have happened within the catheter at the height of the hip without excessive force being used. There were no patient issues and the procedure was completed with another of the same device.